Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via email of hospitalization for high blood glucose and diabetic ketoacidosis. The customer had symptoms including hyperglycemia and vomiting. Customer declined to troubleshoot. No further details given.